Manufacturer narrative:
Sex/gender: unknown, not provided. Brand name: unknown, not provided. Model #, catalog # and serial number: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the serial number was not provided. If implanted, give date: unknown if the lens was implanted if explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. PMA/510(k): unknown, as the model of the lens was not provided. Device manufacture date(s): unknown, because the serial number was not provided attempts have been made to obtain missing information; however, to date, no response has been received all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that confetti-like residue was noticed on the surface of an intraocular lens (iol) during surgery. No further information was provided.